Event description:
The customer reported that once the patient was discharged after a hysterectomy, burn blisters were found on the patients buttocks. The blisters were determined to be second degree burns which were treated with ointment. A rem pad in use during the procedure had been placed on the patient's thigh. The site contact did not believe the lf1537 device caused the burn but was required to notify us of the incident as per their internal procedure.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.